Event description:
Procedure: cholecystectomy. According to the reporter: a metallic piece of the trocar fell on the pt's abdomen. The piece was retrieved without impact to the pt reported. There was no pt injury reported.